Manufacturer narrative:
Unit received with currents in spec. Unit passed rewind, basic occlusion, occlusion ,prime and a33, excessive no delivery alarm and displacement test. Pump received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot,cracked reservoir tube lip. A47 alarm noted in alarm history screen due to corrupted history file and unable to upload to carelink pro due to corrupted history file. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is unable to upload to carelink and the pump shuts down unexpectedly. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for pump but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.